Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer's blood glucose was 98 mg/dl. The customer changed the battery and inserted a brand new battery, and the insulin pump alarmed battery out limit. The customer stated that the device was not dropped or exposed to moisture. The customer had manual injection pens as a backup plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.